Event description:
It was reported that during a ¿celectoy¿ when firing the instrument there was no cutting, all staples formed properly. The instrument got stuck on the tissue and they had to cut it loose. A new instrument was used to continue the surgery. Patient was stable the surgeon fired the device and reported to be an experienced user. The surgeon commented, ¿I think this was my own mistake, so I don¿t see any need to go forward with this.¿.

Manufacturer narrative:
(B)(4). Information was not provided by contact. The analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process